Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient stated they had two rechargeable devices and they knew if they let their scs device die they wouldn't feel the stimulation any longer so they always made sure the therapy was on each time they charged their ins' up. Patient services reviewed the role of the representative with the patient and redirected the patient to follow up with their managing health care provider about the issue so the hcp could schedule a rep to be at the patient's appointment.